Event description:
This is a (B)(6) male with a past medical history of asthma and newly diagnosed atrial fibrillation. On (B)(6) 2015, the pt presented to the cardiac electrophysiology laboratory for an ablation. Catheters were placed percutaneously into the r and l femoral veins and advanced to the ra. During the procedure, what was thought to be a thrombus was seen on echo going from the la to lv through av. The pt was taken to the operating room for an emergent sternotomy and what was thought to be a thrombus was actually degloved plastic sheath material hanging from the left arterial catheter. The material was removed and the pt had an uneventful postop course. He was discharged on (B)(6) 2015.